Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been an over-tightened suture resulting in a failed closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that both the right and left femoral arteries were punctured for percutaneous coronary intervention (pci)(chronic total occlusion (cto). For hemostasis, the involved angio-seal devise was used for the right puncture site and a perclose closing device (abbott) was used for the left puncture site, which achieved hemostasis successfully. After hemostasis was completed, the puncture sites were securely fixed using hemostatic cotton rolls. As the procedure was completed late, the puncture sites were remained fixed overnight, and the patient was released from bed rest at 8:00 am the next morning. When the patient tried to get up around 10:00 am to leave the hospital, the right puncture site suddenly became swollen, and a hematoma developed. Manual compression was therefore applied for about 30 minutes, and it was confirmed that the swelling had subsided. The puncture site was fixed using a hemostatic roll again and was confirmed by ultrasound. The patient was released from bed rest around 5:00 pm and was discharged from the hospital two days later. No blood loss. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. Pre-deployment angiogram was performed. The patient required non-surgical intervention due to the event, manual compression. Patient was recovering. The event occurred post-treatment. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.